Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in germany. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. Attempts have been made to gather all product identification information, and no further information has been provided. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a meniscal repair procedure, the device would not trigger, and the anchor could not be placed in the meniscus from the setting instrument. An alternate device completed the procedure with the correct surgical technique. No complications, injuries, or surgical interventions were reported as a result of this malfunction. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b7; d2; g1; g3; g6; h1; h2; h3; h6 the reported event could not be confirmed due to a lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to a lack of lot identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.